Manufacturer narrative:
Visual inspection during the investigation, scratches on the outer housing of the m.blue and cuts in the membrane of the ped. Sprung reservoir , were determined. Permeability test a permeability test has shown that all components are permeable. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. The results show that the m.blue operates within the accepted tolerance in both positions. Adjustment test the m.blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection after dismantling of the valve, organic deposits were found. Results according to the investigation results, a non-adjustability of the m.blue was detected. The visible deposits led to theaforementioned functional deviation. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. Furthermore, we can determine a visible cut in the membrane of the pediatric sprung reservoir. This had no effect upon the specifications at the time of the examination. The reservoir operated within all specifications. The investigation of the peritoneal catheter revealed no deviations or abnormalities. The product operated within all specifications. The examination of the return has been completed with the drafting of this report.

Event description:
It was reported that an m.blue shuntsystem (#fx827t) was implanted on (B)(6) 2025. According to the complainant, the shunt system possibly caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2026.